Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the high impedance has not been resolved, as the issue lies with a damage to the extension wire. It was confirmed with the surgeon this will be replaced when the patient has a ins replacement. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had high impedances on contact 3 in the bipolar and monopolar configuration. The impedance was 6000 ohms. It was determined the cause of the high impedances was due to a stitch that went through the extension. This was noticed during the battery replacement and was thought to have been from the initial implant surgery. No patient symptoms or further complications were reported as a result of this event.